Event description:
The patient was undergoing a thrombectomy procedure in the femoral, deep femoral, and iliac veins using an indigo system flash aspiration catheter (flash catheter), two non-penumbra sheaths, an angiographic catheter, and two guidewires. During the procedure, the physician aspirated a large amount of clot from the femoral and iliac veins using the flash catheter via popliteal access, advancing antegrade from the popliteal vein toward the proximal iliac vein. Upon completion of the first pass in the femoral vein, a control angiogram revealed extravasation of contrast in the external iliac vein, indicating a possible vessel rupture. The physician continued aspiration distally in the femoral vein and into the deep femoral vein using the flash catheter. Another control angiogram confirmed that the bleeding persisted but had not worsened. Due to persistent stenosis in the femoral vein after clot removal, a stent was placed, which appeared to help stop the bleeding. The procedure ended at this point. The patient was reported to remain stable, and a final angiogram showed no further extravasation after the stenting. The physician indicated a possible relationship between the extravasation and the flash catheter, noting that the rupture may have occurred during the advancement of the flash catheter from the sheath into the common iliac vein. On (B)(6) 2024, the patient experienced lightheadedness due to a hemoglobin level drop from 8.2 to 4.8 g/dl. The drop in hemoglobin was reported to likely be caused by the thrombectomy procedure. There was hematoma in the retroperitoneum, which had no clinical consequences. A computed tomography (CT) scan revealed no irregularities, and the patient was discharged the same day.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.placeholder.